Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device showed high impedance on (B)(6) 2014. The patient device was not disabled but the patient¿s device settings were decreased. X-rays were provided to the manufacturer for further review. Generator placement, the filter fee-through wires, and lead pin insertion could not be assessed with the images provided. The electrodes appeared to be placed in normal arrangement. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.